Event description:
It was reported that there was an incomplete mesh. The event timing was during previously recovered cadaver skin. There was no patient involvement. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair records for pns 00770302000 determined the cutter failed the test cut. The gears and collars were replaced; however, these products cannot be fully repaired without replacement. Review of the device history records for pns 00770302000 identified no deviations or anomalies during manufacturing. Review of the previous repair records for pns 00770302000 identified the cutters failed the test cut. The gears and collars were replaced; however, these products cannot be fully repaired without replacement which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.